Event description:
Customer reports the following: "biomed reported tubing set misload error, biomed changed cassette, cleaned pins and cassette sensor and error did not clear. No patient harm. 4/26 - biomed cleaned grommet, tested with new cassette and still same error, downloaded new logs." Preliminary review indicates that the pump is most likely leaking from the ipc connection (grommet). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.